Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) flickers and does not fully illuminate. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the light crystal display (lcd) flickers and does not fully illuminate. The customer ordered a replacement lcd to resolve the reported issue. Per good faith effort (gfe) response, the customer has received the part but chose not to complete the repair. The customer is holding the unit in storage at this time. If further information is presented, then this complaint file will be re-opened. The customer has received the part but chose not to complete the repair. The customer is holding the unit in storage at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the light crystal display (lcd) flickers and does not fully illuminate. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the light crystal display (lcd) flickers and does not fully illuminate. The customer ordered a replacement lcd to resolve the reported issue. Investigation is ongoing.